Event description:
The pt was receiving heparin via an extension set that was connected to the microclave port male adaptuer plug. After an unspecified length of time, the nurse noted the pt's bedding was wet and the externsion set and microclave port male adapter plug were disconected. The nurse estimated that the extension set was disconnected for at least one hr. The therapy was resumed; however, it was unspecified if the same extension set and microclave port male adapter plug were used. There were no reported adverse pt effects. No med interventions were required. Though requested, no additional info was provided.